Event description:
Reporter alleged the customer was hypoglycemic when he found her and obtained a 127 mg/dl result on her aviva system, which is a normal result for her. Reporter stated he treated her with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.